Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5089713) on 23-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('had hysterectomy due to issues') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: serious injury criterion: hospitalization and event date (B)(6) 2010 were reported, but not specified and/or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.